Event description:
Procedure: colon resection. Reportedly, the device was applied however, the stapler stuck after closure of the stump. The jaws did not open which resulted in the surgeon having to resect additional tissue.